Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up on station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was not showing up on station. A technical support specialist (tss) reviewed the reported issues related to patient status and room assignment discrepancies and confirmed that multiple patient records were missing from the report. The tss accessed the server and followed the applicable knowledge article titled patient missing on a bd pyxis medstation es to verify patient visibility and status. It was determined that one patient was displaying a pre-admitted status due to the absence of an admit patient admission, discharge, and transfer message, and that another patient showed an incorrect room number, both requiring corrective messages to be sent from the admission, discharge, and transfer system. Both patient records were confirmed to be present on the server, indicating that server processing was functioning correctly. The tss educated the customer on the required actions, drafted and shared an email requesting updates from the admission, discharge, and transfer team, and copied the appropriate contacts as requested. The case remained open pending confirmation from the customer for closure. The system functioned as intended after the technical support specialist inspected the issue.